Event description:
It was reported that a clearlink continu-flo solution set was leaking from the tubing port (clearlink) closest to the patient. This was discovered during patient infusion with intravenous (IV) fluids and ondansetron (run on secondary line). New IV tubing was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured at one of the following manufacturing locations: baxter healthcare: cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, 30106, costa rica. Baxter healthcare: dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D9 and h3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings was changed from c20 to c19, and investigation conclusions was changed from d15 to d14. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage under water, and priming tests were performed and no issues were observed in the sample. Additionally, a functionality test and a simulated usage test were performed and the set worked according to requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.